Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arise.